Manufacturer narrative:
Product analysis:it was determined at analysis that the battery was depleted, low voltage. The connector/cable assay was loose. The device was mechanically intact and passed all incoming functional tests. The battery was replaced, fastened the connector/cable assay. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer was returned as an associated device and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.